Event description:
Per report, a right external iliac and right common femoral (rcf) dissection was found after the retroflex3 (rf3) 24fr sheath removal during a transfemoral transcatheter aortic valve replacement (tavr) procedure. Summary of case: a retroperitoneal cutdown was performed and serial dilatation was performed using all dilators and resistance was felt with the 28f dilator insertion. The 24f sheath was inserted into the rcf with mild-mod resistance. The balloon aortic valvuloplasty (bav) was performed with a 23 x 4 mm z-med under rapid ventricular pacing (rvp). A 26mm sapien valve was positioned 50:50 under rvp with a final position post deployment of 70:30. Echo revealed mild perivalvular leak (pvl) and 0 central aortic insufficiency (cai). The rf3 delivery system was removed. The 24fr sheath was pulled back to the external iliac artery and angiogram performed noting an ilio/femoral dissection. An attempt to use a patch to repair the vessel was made but it was decided that patch was not sufficient and a 6 x 30mm graft was placed from external iliac to common femoral artery. The final angiogram revealed patent flow throughout the right ilio/femoral system. Hemostasis was achieved. The patient remained in stable condition throughout the procedure and was extubated and transferred to ICU in stable condition. Additional information provided by the edwards' clinical specialist: it is thought that the cause of the vessel injury was the vessel diameter size (8.2mm) and its inability to stretch well.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The instructions for use (IFU) contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The minimum required vessel diameter for a 24 fr sheath is 8 mm. In this case, it was reported that the right external iliac artery minimum luminal diameter (mld) was 8.2 mm with no vessel calcification, and mild tortuosity. The transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. In this case, the cause of the ilio-femoral arterial dissection cannot be confirmed; however, per report, it is possible that the elderly patient's peripheral vasculature inability to stretch well, in combination with a borderline vessel size for a 24fr sheath (8.2mm) may have caused or contributed to the reported event. The device was not returned for evaluation as it was reported there was no device malfunction. A device history review (DHR) for the 24fr sheath was performed and all manufacturers' specifications were met prior it's to release for distribution. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.